Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? How many times have they applied the laparoscopic tip? Was a sales representative present during the case when the issue was experienced? Can you please confirm that the lure locks would not come off from 2 different devices with the same lot number (a04f011671)? Was any leakage or product solution observed at the luer locks connection? Were there any unexpected outcomes or complications as a result of the event? Are there pictures of the damaged devices available? Event related to mw # 2210968-2022-02537.

Event description:
It was reported that a patient underwent a roux-en-y procedure on (B)(6) 2022 and a fibrin sealant preparation device was used. While getting the device ready the lure locks would not come off in order to attach the laparoscopic tip. Another device from a different lot was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested, and the following was obtained: the related tips for kit lot number a04f011671 are: 2728297 and 2745165. Additional information: d4 ¿ the actual device batch number associated with this event is not known. The reports the following possible batch numbers: 2728297 and 2745165. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. Date device returned to manufacturer, d9. Is device returned to manufacturer? Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the vstas1 device was returned with the adapter broken and only one luer lock damaged was returned, in addition and the pre-filled syringe fill with water and spray damaged. Due to the condition of the retuned device, no functional testing could be performed to evaluate the reported incident. The reported event was related to improper use of the device. One possible cause for the damage found on the adapter may be excessive external load placed on the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d9. Device available for evaluation?

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6. Type of investigation. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 2745165 mfg date: december 11, 2020 ~ december 21, 2020, exp date: december 11, 2025. Batch 2728297 mfg date: november 14, 2020 ~ november 21, 2020, exp date: november 15, 2025. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.